Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that after replacing the battery the pump would not power on. The patient confirmed that the pump does not have any audible tones or vibrations. The battery cap and battery compartment have no damage. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4): the battery cap was not returned with the pump for investigation. A test battery cap was used for testing, which tightened to the pump properly without the yellow o-ring showing. On inspection, there was no damage to the battery compartment. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. The pump was evaluated and found to be operating within required specifications.